Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death); patient's condition affected effectiveness of device (small iliac arteries); caused by another drug/device (introducer sheath). Conclusion: ; device failure/lack of effectiveness related to patient condition (small iliac arteries); another device caused failure (introducer sheath).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approx one month ago. The femoral arteries were 7mm in diameter bilaterally, non-tortuous with moderate calcification. An endurant bifurcated stent graft (B)(4) and two iliac stent grafts (B)(4) were successfully implanted. Another manufacturer's 19 fr sheath was used during the procedure to insert the endurant delivery systems. No dilators were used in the procedure. After the stent grafts were implanted and during removal of the 19 fr sheath the external ilio-femoral artery came out with the sheath. A reliant balloon and another manufacturer's balloon were used to try to save the patient; however, the patient bled out and expired. No further information was provided.